Event description:
When the device was used in a small bowel, on the 4th firing the device fully cut and partially stapled on one side. The case was completed the case using another device. There was not patient consequence.